Event description:
It was reported that during implant when the lead was tested with the system analyzer, noise was observed on the egm channel. The lead was not implanted. The patients condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.